Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.